Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a implantable pulse generator (ipg) implant the programmer displayed an error message when trying to manually measure battery and lead impedances. Implant detection was noted to be off, however the leads were not configured. Lead configuration was programmed, but the error message remained . Following a power cycle the battery and lead impedances were measured successfully. No patient complications have been reported as a result of this event.